Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, it was observed that the distal tip of the prograsp forceps instrument broke from the shaft. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the following additional information was obtained: the instrument shaft and tip jaws were connected but the position of the jaws did not allow to be straighten. Reporter provided an image of the damaged instrument. The attached image shows a broken joint. The tips of the instrument did not dislodge from the shaft. There were no cracks, marks on the shaft. There was no portion of the instrument tip broken off or had a missing piece.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. The instrument was found to have a broken main tube at the distal tip. A piece measuring at approximately 2.10 mm x 2.80 mm was missing and not returned. Components adjacent to this broken main tube do not show damage. The complaint regarding distal tip of the instrument was broken from its shaft was confirmed by failure analysis.